Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The assignable cause was determined to be faulty pump head module (phm). The phm was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with the reported condition of 805:15 alarm at channel a. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 (5.48.92).

Manufacturer narrative:
(B)(4). This device was repaired. The 63 conclusion code should have been included in the initial MDR.